Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The manufacturer received a damaged cc4204a collamer single piece lens, +22.5 diopter. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.